Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line), which occurred on the homechoice during drain 3 of 4. The home patient (hp) disconnected to go to the bathroom and reconnected. The hp elected to contact the nurse for instruction on completing therapy. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
The pt was revised to address pain, loosening of the femoral component at the cement/implant interface, and poly-wear of the insert. It is reported that a competitors cement was used.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the user error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).